Event description:
It was reported that an operating room (or) staff called in to report that they were experiencing an issue with the erbe integrated electrosurgical unit (iesu), specifically noting that the device was displaying error c-55. The system logs confirmed the presence of the c-55 error. The site attempted to resolve the issue by rebooting the erbe, but when the device powered back on, the error persisted. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting the da vinci-assisted surgical procedure, during the pre-anesthesia phase, with no ports placed. To proceed, the customer utilized an external esu (force triad) to perform the procedure. Early detection allowed sufficient time to adapt, resulting in no procedural delays and no need for conversion to open or laparoscopic surgery. The patient tolerated the process well.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found a system error. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. To determine the root cause, this unit will be returned to original equipment manufacturer (OEM) for additional failure analysis and for potential repair.